Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion, impact code), h11. A getinge field service engineer (fse) evaluated the unit and troubleshooting revealed a leak on the vacuum line from compressor. The fse replaced vacuum (0004-00-0058) and pressure hoses (0004-00-0055) and fittings on compressor (0103-00-0373, 0103-00-0375). Completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) fault codes 37,57 and 62. There was no patient involvement.